Event description:
The customer reported via phone call that she was experiencing high blood glucose of 434 mg/dl. She treated with the insulin pump. The customer initially called in to report that she was expecting a new serter and tape kit and had to insert the sensor manually in the meantime and was receiving a lost sensor alert.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.